Event description:
During a pfa procédure, the volt catheter was inserted into the sheath 5cm, and while aspirating only air was drawn into the syringe. The sheath was exchanged and the issue was resolved. The procedure was completed with no adverse patient consequences.